Event description:
Components were explanted due to infection.

Manufacturer narrative:
The following other hip devices were also listed in this report: 32mm -4 v40 taper vit head; cat# 6260-5-032; lot# 42719401;trident psl ha cluster 48mm; cat# 542-11-48d; lot# mlt8dd;6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# mmepm9;size 2 accolade ii 127 deg; cat# 6721-0230; lot# 42485403;it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.an evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. The device was not returned for evaluation. The device was manufactured and accepted into final stock with no reported discrepancies. There have been no other relevant events for the reported lot or sterile lot ids. The source of the infection could not be determined as further information is needed. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
Components were explanted due to infection.